Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this male patient's left knee was revised. Reason for the revision is unknown. Patient was last known to be in stable condition following the event. Devices are not returning due to hipaa.

Manufacturer narrative:
(H3): no specific device information was provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined. The patient was revised for a recalled poly, there is no information provided about a malfunction or wear issue. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-00766.